Manufacturer narrative:
Device evaluation: one level 1 hotline low flow system was returned for analysis. Visual inspection performed, and product found with water tank cover cracked. Investigation started with a visual inspection, then filled tank with water, attached temp check, plugged in line cord, and turned on the power switch. The customer's reported issue was confirmed. According the investigation, visual inspection found the water tank cover cracked at the bottom which caused the reported issue. Investigator's replace water tank cover to correct the reported problem. The problem source of the reported problem is user interface.

Event description:
Information was received indicating that this smiths medical level 1 hotline low flow system was leaking. No adverse effects reported.